Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed low impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.